Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was unclear if patient was making an allegation but was mentioning her implant history, noting that she has had the interstim therapy since 2007 and has higher settings. She mentioned that she doesn't know what the difference is between her current device and the previous one but she doesn't have to turn it up nearly as high as she used to and she knows they "changed where it connects to the nerve" and "they put it on a whole different side. So all of that helped too" and it has been wonderful for her. No further patient complications are anticipated or expected as a result of this event.